Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device with the ratchet mechanism is loose; the torque limiter doesn't work. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: ratchet wrench loose and torque limiter defect. The investigation of the documentation from material and production shows that the t-handle with ratchet wrench was produced september 01, 2011 and meets specifications. Furthermore these instruments undergo final inspection before leaving the plant. Therefore we are not able to determine the cause of the failure afterwards. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: avalign technologies ¿ nemcomed manufactured the torque limiting ratchet handle. The supplier¿s certificate of compliance indicates the parts were manufactured to specifications and the correct material was used, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.